Event description:
It was reported that the water was not heating up because of the heater in an arctic sun device. When installed the faulty mixing pump, nothing happened. They had another part in replaced it. Level sensor was also replaced. Per additional information received via work order chatter regarding grid row 3 on 28jan2026, the upper plastic part of the level sensor was cracked.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.